Manufacturer narrative:
Analysis of the device found that the device was making an abnormal sound and confirmed the reported issue of overheating. The nose, motor, o-ring and bearing were deteriorated due to dirt and rust. The device was repaired to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was tested for temperatures. The temperatures test were as follows, 154f, 117.5f and 83.48. The repair is still ongoing. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating.